Event description:
Two endeavor sprint over the wire (otw) drug eluting stents were implanted during the index procedure; one in the mid rca and one in the proximal rca. At 30 day f/u, patient's worst angina status was reported as iii per the canadian cardiovascular society classification (ccsc) of angina. Approx 2 weeks after the index procedure, the pt presented to another hosp with chest pain, pt was transferred by air flight and was found to be having an acute stemi. The previously placed stent in the mid rca was found to be thrombolytic. In the investigator's opinion the stent thrombosis event was severe in intensity, definitely related to the study device and possibly related to the study procedure and drug. It is reported that the acute stemi was a non-q-wave mi, located in the posterior, inferior involving the target lesion. Investigator has indicated that the event was not related to the study device. It is reported that there was a balloon only revascularization of the mid rca carried out on the same day. Pt was taking study medications at the time of the event. At 3 months f/u, pt's worst angina status was reported as ii per the ccsc of angina. (Reference MFR report number 2953200-2011-00018).

Event description:
Additional information received on patient medication. Investigator has indicated that the previously reported mi was definitely related to the study device.

Manufacturer narrative:
(B)(4). Eval, results: (mi, stent thrombosis, revascularization).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that a thrombectomy was performed as treatment of the previously reported mi event.